Manufacturer narrative:
The technician replaced the worn brake/steer and brake casters to repair the bed.

Event description:
Information received indicates when the brakes were engaged the casters would still swivel.